Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.